Event description:
Additional information received noted that the patient saw primary care provider on (B)(6) 2013- did urinalysis, positive for 2+ bacteria, urine culture not done. Positive for infection. Patient with elevated temperature of 104 fahrenheit since (B)(6) 2013. Took amoxicillin 500 mg.tid x 10days from (B)(6) 2013. Medication administration: amoxicillin 500 mg tid x 10 days from (B)(6) 2013. (B)(6) 2013. Put on cipro 500 mg. Bid x 10 days on (B)(6) 2013, to finish antibiotics in 3 days, saw primary care provider again today, (B)(6) 2013. Diagnostic methods included laboratory testing: abnormal: urinalysis done with result of 2+ bacteria. 09/july/2013. Relatedness: not related to device components.

Event description:
It was reported that the patient experienced a urinary tract infection. Diagnostic methods included laboratory testing with an abnormal result; urinalysis done with result of 2+ bacteria. (B)(6) 2013. The patient took amoxicillin 500 mg.tid x 10days from (B)(6), 2013. Put on cipro 500 mg. Bid x 10 days on (B)(6) 2013, to finish antibiotics in 3 days. The patient saw primary care provider again, (B)(6) 2013. The patient outcome was resolved without sequelae: (B)(6) 2013.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 3093-28, lot# va00gjx, implanted: (B)(6) 2012. Product type: lead: product ID 3037, serial# (B)(4). Product type: programmer, patient. (B)(4).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider for a clinical study reported the event resulted in an unscheduled clinic or office visit.